Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring an localized melting on bipolar yaw pulley, near the grip and on several spots on the pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument was observed to be broken. There was no reported injury.